Manufacturer narrative:
¿Breast implant-associated anaplastic large cell lymphoma, an under-recognised entity.¿ gunawardana, ruvini thashila; dessauvagie, benjamin f; yaylor, donna b; journal of medical imaging and radiation oncology, doi:10.1111/1754-9485.12905. The event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the event. The reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma, an under-recognised entity¿ physician reported left side lymphoma alcl. As pathological markers confirming the event of alcl have not been received, the event will be captured as lymphoma. The device status is unknown.